Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the harmonic ace instrument was received for failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 0.5385" x 0.0814" in size was found to be broken off. The broken piece was not returned.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis. A review of the provided image shows that it looks like the curved blade has broken off and fallen into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure the blade of the harmonic ace instrument was broken and could not be used.